Manufacturer narrative:
This is an initial report. The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed ((B)(4)). (B)(4).

Event description:
Customer's family member reported that on (B)(6) 2010 the test did not start after a sample was applied to a test strip inserted into her precision xtra blood glucose meter. Paramedics were called and transported customer to a local healthcare facility where a reading "over 500 mg/dl" was received. It was reported customer experienced memory issues, strong headaches and a loss of consciousness. Caller also reported that in (B)(6) 2011 customer was again transported to a healthcare facility where she was reportedly diagnosed with "high blood pressure due to levels of sugar". Customer was treated with an unknown amount of insulin, which was a change to her normal medications. Customer denied self-treating. It was additionally reported the customer had been using test strips related to an on-going field action for abbott's precision family test strips. There was no report of death or permanent injury associated with this event.